Manufacturer narrative:
(B)(6). Results bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for labels falling off with the incident lot was not observed. The bd tube label was firmly stuck to the tube, and showed no signs of lifting even after two weeks. Additionally, 200 retention samples were selected for evaluation, and the customer's indicated failure mode for labels falling was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that bd vacutainer plastic fluoride / edta tube had labels falling off. No injury or medical intervention reported.